Event description:
It was reported, that during an asls system tibia ex nail procedure, the surgeon inserted two resorbable sleeves over the two 5.0mm ti angular stable locking screws. As the surgeon started to impact gently to insert into nail, the two screws would not advance with gentle tapping. The surgeon used a driver and impacted with some force to seat the screws. All products were implanted; however, the procedure was extended 15-20 minutes. This is 2 of 3 for the same event.

Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.